Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial report. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Implant date is (B)(6) 2014. The implant was not available during the (B)(6) 2014 as it should have been; therefore, another revision occurred on (B)(6) 2014 when the implant was made available.

Event description:
It was reported that patient underwent a total hip arthroplasty on in (B)(6) 2001. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to a fracture under the stem. During the procedure, the femoral stem was removed and it was discovered that the oss/compress taper adapter necessary for the revision was not available in the operating room. The procedure was finished using a nail and spacers. The patient was revised on (B)(6) 2014 in order to implant the correct product components once the taper adapter was made available.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on medwatch since the limited information available indicates that a revision procedure occurred and a necessary implant was not available. Should additional information be received regarding the revision procedure, the complaint will be reassessed and if warranted, further medwatch reports will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07743).

Event description:
It was reported that patient underwent a total hip arthroplasty on in (B)(6) 2001. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to a fracture under the stem. During the procedure, the femoral stem was removed and it was discovered that the oss/compress taper adapter necessary for the revision was not available in the operating room. The procedure was finished using a nail and spacers, however, the patient will have to undergo another procedure in order to implant the correct components. No revision has been reported to date.